Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed deep scratches and delaminated patterns on the device central surface. Device had signs of usage and no additional damage was identified on the evidence provided. This type of damage is consistent with misaligned assemblies, and other tools/hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the std glenosphere trial d42mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Patient underwent arthroplasty. Plastic remnants loosened from the glenosphere trial. The plastic was too soft. There was no surgical delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "plastic remnants loosens from product, too soft plastic material". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed deep scratches and delaminated patterns on the device central surface. Device had signs of usage and no additional damage was identified on the evidence provided. This type of damage is consistent with misaligned assemblies, and other tools/hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the std glenosphere trial d42mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5. Corrected: h3.

Event description:
Additional information recieved: the plastic material used for current ¿trial¿ products in the delta xtend instrumentation (the plastic glenosphere trials) is inferior in quality. Too soft plastic material for the intended usage area. There is no way that a surgeon can avoid eliminating ¿a risk¿ of leaving plastic remnants behind in the patient! Someone needs to take action to possibilities using another manufacturer for these items that can provide ¿trial products¿ that stands some usage without leaving plastic remnants in the patient.